Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 9.0-14.5cm and 16.4-16.7cm from the connector pin, consistent with lead friction to the device can. The outer coil was exposed at these locations, consistent with the field observation of noise.

Event description:
It was reported that the lead was explanted and replaced due to noise. The patient was stable.